Event description:
Procedure: thoracotomy, pt sex: unk. Reportedly, the staff was having trouble loading the instrument prior to firing. Then once the stapler was fired over the bronchus, the load clamped down and would not retract. The surgeon had to cut the device off of the tissue. There was no injury to the pt reported.